Event description:
On (B)(6) 2012, an unauthorized return was received. On (B)(6) 2012, it was reported that the reason the patient returned the infusion device was because she had been upgraded to a new infusion device. She stated that the returned infusion device had issues, beginning a few months ago, with the up/down buttons. Before returning the infusion device the up/down buttons had stopped responding completely. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was previously replaced and has already been returned for evaluation. Infusion device was thoroughly checked. The up/down buttons do not operate. The printed circuit of the up/down flex connection is interrupted.